Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an outdated ac power cord connector was not confirmed during evaluation of the heartmate mobile power unit (mpu). The mpu, serial number (B)(6), was received and evaluated at the european distribution center (edc) on 29oct2025. The ac power cord connector was visually inspected, and the updated v-lock inlet was observed. The unit was then functionally tested and passed. The ac power cord was not returned for analysis. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed and the records reveal that the heartmate mobile power unit, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU heartmate 3 patient handbook are currently available. Section 8 of the IFU, entitled ¿equipment storage and care¿, instructs the user how to care for and clean all equipment, including the mobile power unit (mpu). Section e of the IFU, entitled ¿safety checklist¿, instructs the user to inspect the mpu and mpu patient cable for damage. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the mobile power unit (mpu) had a power cord connection with a not updated connection. The mpu was changed for a new one.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the issue with the mobile power unit (mpu) was a wrong end connection of the power cord into the mpu.